Manufacturer narrative:
Brand name - the correct brand name is sterrad® chemical indicator strip. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14100_90, lot number - the correct lot number is 054611-03, expiration date - the correct expiration date is 08/31/2017.

Event description:
A customer reported a sterrad(tm) chemical indicator strip did not change color correctly after a completed sterrad(tm) 100nx cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad(tm) chemical indicator strips not changing color correctly.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of certificate of conformance, trending of lot number, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 12/26/2015 to 06/23/2016 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad 100nx was tested by a field service engineer. The unit was in working condition and the issue could not be duplicated. The assignable cause of the issue could not be determined as the product was not returned for evaluation. The ci strips changed properly in other cycles of the same lot and the certificate of conformance met specifications at the time of release. An asp clinical education consultant was contacted to follow-up with the customer to ensure proper handling and loading of trays into the sterrad. The issue will continue to be tracked and trended.